Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat incontinence and pelvic organ prolapse of the bladder and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, severe bladder cramps and spasms requiring numbing injections, and a rash. It was reported that the patient underwent the following procedures: on (B)(6) 2009: revision of graft exposure with "cystope" due to extrusion, pain and infection; on (B)(6) 2012: mesh explant due to mesh failure. (B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse of the bladder and incontinence on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, severe bladder cramps and spasms requiring numbing injections, and rash. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent revision of graft exposure with cystope on (B)(6) 2009, due to extrusion, pain and infection. It was reported that the patient underwent mesh excision on (B)(6) 2012, due to vaginal mesh erosion with pain and dyspareunia. The patient underwent mesh explant in (B)(6) 2012 due to failure of mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat dysmenorrhea, menorrhagia, symptomatic cystocele, and recurrent high grade dysplasia concurrently with lavh, anterior colporrhaphy, colpopoxy, and a cystoscopy. It was reported that the patient underwent mesh revision of graft exposure with a cystoscopy on (B)(6) 2009. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05698. The same patient is represented in each medwatch.